Manufacturer narrative:
Outcome attributed to adverse event updated. Additional information although, the cause of the hemorrhage cannot be reliably determined; per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the complaint is patient condition ¿clopidogrel hyperresponsiveness.

Event description:
Medtronic received additional information that the hemorrhage was treated with a craniotomy. Patient was sent to rehab. Dapt was administered. Patient¿s pru levels were 56.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Follow up is being performed. Should additional information be received a supplemental will be submitted. Based on the reported information the pipeline device performed as intended as no device issue was reported. We are unable to definitively determine the cause for the reported event. Intracerebral hemorrhage is a known inherent risk of the endovascular procedure and is documented in the pipeline flex instruction for use. However, the pipeline¿ flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient returned to the hospital five days post pipeline treatment with intraparenchymal hemorrhage. The patient was found unresponsive and remains in ICU intubated. It was reported that the pipeline was placed well apposed. There was no alleged product issue. The aneurysm was located in the posterior communicating artery (pcom). Dapt and pru information is unknown at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.